Manufacturer narrative:
Block d6b: explant date: a year ago.

Event description:
It was reported that patient experienced inadequate pain relief and the implantable pulse generator (ipg) was implanted on the wrong side. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.